Event description:
Rayner intraocular lenses limited received notification from an (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that opacification has developed post-operatively on the front surface of the iol. For further info please refer to rayner's MDR 9611165-2015-00009.